Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) email and one (1) phone call to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were partly provided. An examination of the subject device by a lumenis technical engineer was performed on hs handpiece. The engineer was unable to duplicate the high suction as reported. He tested the device and all three suction levels. No errors were found and all three levels having proper suction and the device was ready for use. A lumenis clinical training director and healthcare professional reviewed the reported event details and concluded that "lightsheer desire handpiece treatment on skin type IV performed without a test spot resulting in redness and welts. Previous laser hair treatment performed with the et handpiece without incident. Handpiece suction was tested by the ce after and found to be within good working condition and within normal parameters. Lumenis protocol is that a test spot and wait of approx 72 hours is recommended. Previous treatments with the et handpiece had a chill tip to protect the epidermis. The hs handpiece does not provide epidermal cooling. Currently patient is reporting erythema and welts, long-term effects are not expected." The lumenis clinical training director and healthcare professional further concluded this to be 'minor injury'. While the information lumenis received does not confirm that a serious injury occurred, none-the-less we also cannot negate the possibility that the minor injury that did occur required medical intervention (antibiotics) to preclude permanent impairment. No malfunction was detected by the service engineer. Therefore, the company is reporting this as an adverse event in an abundance of caution. Should additional relevant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that two (2) patients sustained redness and welts to the arms following treatment with a lumenis lightsheer desire laser. No report of serious injury has been received except for the initial report from the user facility.